Manufacturer narrative:
A facility contact name was not provided to siemens. Manufacturers preliminary analysis: the collision could occur because the room configuration was not set correctly. The reason for this fault is under investigation. Initial corrective actions/preventive actions implemented by the manufacturer: no preventive action deemed necessary, based on currently available information. It was requested to not use the system until the room configuration is corrected. A supplemental report will be submitted if additional information becomes available. Internal ID# (B)(4).

Event description:
It was reported that the facility's in-house engineer moved the luminos agile max tabletop upwards and it hit the suspended ceiling, lifting it a bit neither the ceiling nor the system were damaged in the collision. It was identified that no limits were set for the room configuration in any direction. The missing room configuration could lead to the collision of the system with the ceiling. There was no injury or patient involvement communicated in this case. In a worst-case scenario if the event were to recur, a collision could result in falling parts resulting in serious injury to a patient and/or other persons.

Manufacturer narrative:
Additional information: b5:the customer also reported that the table made squeaking noises. H6: additional codes were added to address table noise. H10 manufacturer narrative: siemens healthcare investigated the reported issue in detail. It was initially stated by the customer that when the inhouse engineer moved the table upwards the table hit the ceiling. There was no patient involvement and no injuries occurred. It was also stated by the customer that the system table made squeaking noises. According to the received information, the squeaking noise was due to a table bearing. The issue was to be fixed during maintenance in october 2022. According to the service engineer, the noise was not related to the collision. Additional data was requested for investigation. A scu.caf file containing the room configuration was provided. This file showed that the room configuration was set to its default values. In this situation it is possible for the system to drive into walls, ceilings, or other fixed obstacles which are closer to the system than the dimensions set with the room configuration. Despite several requests and reminders, no further data was provided. Without the necessary logfiles, additional investigation was not possible. According to the information received, the room configuration was set to the specific dimensions of the examination room on (B)(6) 2022. However, it was found that the room configuration was reset to the default values after some time. This was noticed on (B)(6) 2022. The issue is being addressed under a firm initiated voluntary corrections and removal action via xp053/22/s, corrections and removal report (B)(4), submitted to the FDA on december 21, 2022. The FDA has not yet acknowledged and classified this action. H11 corrected data: b4: the date of this report was incorrectly entered as august 23, 2022 in the initial report submitted to the FDA on august 22, 2022. The date of this report should have been august 22, 2022. D8: the device was not serviced by a third party and should have been checked "no" in the initial report. G2: report source "company representative" should not have been checked since siemens healthcare had not completed the investigation of the reported issue. H5: labeled for single use should have been checked "no". H8: usage of device was incorrectly checked as "unknown" in the initial report. This field should have been blank.

Event description:
***Additional information*** the customer also reported that the system table made squeaking noises.